Event description:
Reportable based on analysis completed (B)(6) 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. The target lesion being treated was located in the moderately stenosed and severely calcified right coronary artery (rca). Predilation was performed with an unknown 3.0x20mm balloon at 11 atms but the physician could not cross the lesion with a 3.0x12mm taxus liberte stent. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "stable." However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on rows 1 and 2 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the inflation lumen, indicating the device had been prepped for use. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to and/or anatomical procedural factors. (B)(4).